Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this lead was an attempted implant. A fracture of the helix was suspected as it took over thirty rotations to extend and retract. A replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.